Manufacturer narrative:
All pieces of the disintegrating sheath were removed and the sheath eventually came free (with lot of force), and only after add'l incisions were made in the surrounding tissue. "The performance of the sling seemed to be as expected. The circumferential coaption visualized with tensioning, the mesh sling appeared to be normal. The pt has had the catheter removed today and has completed a successful voiding trial at first attempt. Early indications are that he is dry and follow up with the pt will be done in one week's time." Add'l info indicates that due to the difficult sheath removal the groin incision was extended for better visualization, that the procedure was extended by 15 minutes and that the pt was already under a general anesthetic for the device implant. The device was implanted successfully voided at his first attempt. He was released from the hospital the very next day with no add'l hospital time required. Should add'l info become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011 an advance male sling was implanted. "The advance mesh had been surgically inserted and fixed into position under the bulbous urethra. Tensioning under observation with a flexible cystoscope had been performed to check the mechanism of action of the sling on the pt. The positioning of the sling and its performance all appeared to be normal and as expected. During removal of the plastic sheaths that cover the arms of the advance mesh only one of the sheaths would come off smoothly. The other was stuck to the mesh and was simply tearing when any force was applied to remove it. The surgeon checked and confirmed that the mesh arm and plastic sheath had been cut in the correct position to release the heat sealed section from the remaining mesh; that the blue dots on the plastic sheath were indeed visible on the cut off section of mesh and still attached to the advance needle; that the hemostat used to remove the sheath was in contact with only the plastic sheath itself and at no time was touching or holding the mesh arm.